Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, treatment, and patient effect are related to operational circumstances. It was reported that the guide wire interacted with the patient¿s heavily calcified, moderately tortuous, and 90% stenosed lesion, resulting in difficulty during advancement. Analysis of the returned wire confirmed the reported material separation. The separation face was jagged and bent. This type of damage indicated manipulation against resistance. It is likely that manipulation of the wire, when resistance was encountered, contributed to the reported material separation. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid popliteal artery with heavy calcification, moderate calcification and 90% stenosis. The command 18 guide wire was advanced to the lesion and resistance was noted with the high calcification. After various attempts, the tip of the guide wire separated and remained in the calcification. It was not possible to remove the tip via an unspecified method. There were no adverse patient sequela. No additional information was provided.